Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a transforaminal lumbar interbody fusion (tlif) procedure, during which the physician elected to explant the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant. The reason for the evoke scs system explant has not been disclosed to saluda medical representative.